Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d10 ¿ product received on. Investigation ¿ evaluation . A review of the complaint history, device history record, documentation, instructions for use (IFU), trends, specifications, as well as a visual inspection of the device was conducted during the investigation. The complaint device was returned for evaluation. A physical investigation of the returned complaint device confirmed the silicon hub to be separated from the wing fitting. A document based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Cook completed a review of the device history record for the complaint lot 8884272. This review records no (0) non-conformances. A software search revealed this complaint is the only complaint associated with this lot. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Initial reporter also sent report to FDA: unknown. Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the 4fr catheter from a redo single lumen tpn catheter set came apart while in the patient. This separation occurred during tpn administration. The device was noted to have leaked where the hard plastic goes into the silicone. The patient was reported to have "pulled it out somewhat and it leaked." The patient's mother saw this and pushed the device back together. The patient required a repair of the line, in which the repair kit opened was found to be loose where the original catheter had come apart. The repair kit separation is referenced in mfg. Report reference # 1820334-2019-01234. As reported, no adverse effects were experience by the patient due this occurrence.